Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched during biomedical testing. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by a loose link screw. The link screws were replaced.